Manufacturer narrative:
The device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Vasospasm is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked with MDR: 2029214-2020-00373. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navien catheter that had friction and difficult navigation. During the same procedure but prior to use, hyperform balloon system was observed to have a leak. No patient information was made available except that there was severe vessel tortuosity. It was reported that during preparation it was observed that the hyperform balloon had a leak and was replaced. During the procedure, the navien neuron max was exchanged by keeping 035 double length wire in eca. The neuron max was parked just below the ica-cca bifurcation. Navien was tracked with the help of 035 wire taking the first loop of ica. The navien had a further navigability issue to reach the location of the aneurysm. No patient harm was reported. 2020-04-14 additional information: no CT / angio images are available. No images of the damaged device are available. The patient was reported to have experienced vasospasms in the internal carotid artery (ica). The vasospasms were treated with the administration of intraarterial nemodipine. The treating location was the ica ophthalmic large aneurysm. A 1 ml syringe was used. The balloon leak was in the middle of the balloon. No resistance was experienced.